Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd syringe experienced a case of the needle being pulled from the hub, and foreign matter in the fluid path. The following information was provided by the initial reporter: barbs are just the one side, so looks like two needles were attached on top and is loose as well.

Event description:
It was reported that unspecified bd syringe experienced a case of the needle being pulled from the hub, and foreign matter in the fluid path. The following information was provided by the initial reporter: barbs are just the one side, so looks like two needles were attached on top and is loose as well.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. One photo of two loose bd insulin syringes was provided. The customer reported a barbs, loose cannula, size difference, and foreign matter inside the syringe ¿ brown like cardboard. The photo was examined, and it was observed that two loose bd insulin syringes of different cannula lengths were rested on a surface. No packaging or evidence that the two syringes were packaged incorrectly as the result of a manufacturing defect was observed in the photo provided. The cannula for both syringes appeared to be connected and secured to the respective barrels; it could not be determined from the photo alone if either cannula was loose. The syringe on the right of the photo appears to have two clear droplets/beads on along the length of the cannula ¿ without the actual sample the identity of this material could not be determined. Furthermore, no foreign matter was observed inside the barrel of either syringe. Due to the batch being unknown, no DHR review can be completed. Embecta was not able to duplicate or confirm the customer¿s indicated failure based on the photos received (dimension) embecta was not able to duplicate or confirm the customer¿s indicated failure based on the photos received (cannula loose). Root cause cannot be determined at this time as the issue is unconfirmed.